Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and avaulta mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent excision of vaginal mesh by implanting surgeon on (B)(6) 2008 due to vaginal mesh exposure and vaginal pain. On (B)(6) 2011, she underwent vaginal mesh excision and cystoscopy due to vaginal mesh erosion. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.